Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. : device not returned.

Event description:
It was reported that the touchscreen no longer illuminated and the there was a line displayed through the screen. Reportedly, the touchscreen began functioning as intended. Customer's blood glucose level was not impacted.